Event description:
It was reported that the patient was asymptomatic, but went to their healthcare provider (hcp) clinic due to hearing a critical alarm. Upon interrogation, 2 intermittent motor stalls were confirmed in the event logs. There was a motor stall on 2014 (B)(6), followed by recovery on 2014 (B)(6), and then another motor stall occurred on 2014 (B)(6), with recovery noted on 2014 (B)(6). The hcp was considering admitting the patient for observation until the pump could be replaced, which they hoped for within 24 hours. It was later reported that the patient had symptoms of cramping in their toes, toes drawing up, and their balance was off. The severity was reportedly mild. The patient was just on vacation in breckenridge when the motor stall occurred. The pump stalled again on 2014 (B)(6) and recovered 2014 (B)(6). The reported 3 motor stalls from the weekend until the pump was replaced were ¿long over 24 hours¿. The cause of the stalls was unknown. Surgery was performed on 2014 (B)(6) and during the pump replacement, they were unable to aspirate the catheter; therefore, the catheter was replaced, as well. The pump and catheter would not be sent back per hospital policy. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient was doing good and recovered without sequelae as of 2014 (B)(6). The pump system was being used to infuse lioresal (baclofen) and had only used lioresal in the pump since implant.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication, and stall due to shaft-b earing.

Event description:
Additional information received reported that nothing was visually wrong with the catheter when they removed it. They just could not aspirate and had tried 6 times. They discovered this in surgery and not prior to surgery. No catheter segments were left within the patient and there were no additional actions or interventions. The explanted material would not be sent back for analysis. The patient was doing well and receiving effective therapy with no temporary or permanent issues.

Event description:
Per device interrogation performed (B)(6) 2014, the pump was programmed to deliver baclofen 2000 mcg/ml in flex infusion mode with a total daily dose of 1308.7 mcg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the catheter was not patent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.